Event description:
It was reported that the pacemaker system triggered a lead safety switch (lss) due to a high out of range right atrial (ra) pacing impedance measurement of 2679 ohms. Additionally, there were some stored events of noise. Technical services (ts) recommended to have this patient be seen in the clinic for consultation and to repeat the tests both unipolar and bipolar with various isometric exercises. Ts also suggested to perform x-ray to detect the exact location of the lead issue. This ra lead remains in service. No adverse patient effects were reported.